Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affilate that a water leak was found from the eph01 instrument connection. Another instrument was used to completed the case. There was no consequence to the patient.